Event description:
It was reported that the patient was taken to the operating room to repair a probable cerebral spinal fluid (csf) leak. The physician reported that the patients incision began leaking pink fluid and had a mild headache. During surgical exploration, it was found out that there was no csf leak and the fluid noticed was seroma. Headache was unrelated to seroma. The patients incisions were washed out.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127154.